Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section could not be bent in the up direction due to a cut on the angle wire. It was also noted that water tightness was lose due to deformation of the control unit and the adhesive on the bending section rubber had a chip. The angulation lever did not move smoothly due to damage and the light guide bundle had breakage. There were scratches noted throughout the device and the indication on the light guide connector was unclear. The image had a stain due to damage to the image guide bundle and the connecting tube had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. <inspection of the endoscope> 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the tracheal intubation fiberscope had improper operation of the insertion section. Inspection and testing of the returned device found that the coating of the image guide coil was peeled off. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.